Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The gtin unique device identifier for the commercial heartmate3 lvas is 00813024013297.

Event description:
It was reported that the patient was admitted for congestive heart failure and pneumonia. Blood cultures were positive from an outlying hospital that were thought to be contaminant. Blood cultures were negative when tested at the other facility. The patient received IV antibiotics, diuretics, and underwent thorocentesis.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the report of congestive heart failure exacerbation due to lung issues, pneumonia, and right heart failure could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 lvas, serial number (B)(6), could not be conclusively established. The heartmate 3 lvas IFU lists respiratory failure, localized infection, and right heart failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ provides care instructions in reference to preventing infection. Section 6 also cautions the user that right heart failure can occur following implantation of the pump and outlines the associated treatment options, including rvad placement. The heartmate 3 lvas patient handbook contains several sections which provide care instructions in reference to preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced an infection and right heart failure starting on (B)(6) 2020. The patient was admitted to an outlying hospital with pneumonia and congestive heart failure. These events were not documented as lvad-related. The source of the infection was blood, and the plan of care was intravenous antibiotics and thoracentesis. The patient was transferred to st thomas, where blood cultures remained negative. The patient was treated with antibiotics for a few days, but they were discontinued as the infectious disease doctor felt as though the blood cultures were a contaminant and not true bacteremia. The congestive heart failure exacerbating symptoms were thought to be related to the patient¿s lung issues. The events reportedly resolved on (B)(6) 2020. The patient remains ongoing on (B)(6) and no further related issues have been reported at this time.

Manufacturer narrative:
Section b3: correction.